Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 3 resolute onyx des were implanted - one in the lad, one in the cx and one in the 1st diag. Approximately 10 months post index procedure the patient suffered from nstemi. The mi occurred in the target vessel, the lad and lcx. The patient was treated with a pci of the lcx and lad. The patient recovered. The investigator assessed that the event is possibly related to the index device and anti platelets.